Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to treat a lesion located in the severely calcified rca (right coronary artery) with a 3.50x16mm taxus liberte. The stent delivery system was unable to cross the target lesion. It was noted the stent "frayed and bent back when it came into contact with the lesion". There were no reported patient complications. The patient's status is listed as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.